Event description:
It was reported that bd insyte autoguard catheter separated from hub. The following information was provided by the initial reporter, translated from spanish to english: patient admitted to the uce of the institution with a diagnosis of hta novo-episode convulsive, who presented a convulsive event at his work place in the municipality of caldas, there he was taken to the emergency room and a peripheral venous catheter was inserted in the forearm of the right upper limb in the posterior face, he indicates that he was admitted to the vioctoriana clinic with said catheter and that in the special care unit medicines and hemoderivatives were administered through the same catheter, on (B)(6) 2024 he was taken to hospitalization on the 6th floor where he spent the night and upon waking up on (B)(6) 2024 he noticed that the catheter cone was on the bed but the catheter was not there, for which soft tissue ultrasound was ordered which was performed on 06/02/2024 and the presence of the catheter in said position was evidenced. Interconsultation for peripheral vascular surgery is requested.''. Response to query 15 jul 2024: regarding the current status of the patient, it is confirmed that the intervention to remove the catheter was performed, after which the patient has already been discharged. No follow up is required at this moment -------------- has there been any serious harm to the patient as a result of this incident? A: the patient should have undergone two procedures: upper limb vessel exploration and upper limb vessel ligation/pinch occusion for the diagnosis of residual foreign body in soft tissue. What is the patient's current condition? Please provide the patient's details a: the patient is in good condition and satisfactorily discharged from the clinic, clinically stable with no signs of systemic inflammatory response, tolerating the oral route. Considered for medical discharge, with medical formula, medical incapacity, recommendations.

Manufacturer narrative:
A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of catheter broke / separated after placement with lot 3342321 regarding item # 381844. A device history record review was completed by our quality engineer team for provided material number 381844 and lot number 3342321. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. An exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended.